Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device was accidentally crushed during exercise, resulting in physical damage to the device housing and screen, while blood glucose was reportedly unaffected and the user transitioned to backup therapy until a replacement arrived. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health, no medical intervention, and no hospitalization. Investigation included collection of event details and return of the damaged device for evaluation and inspection of the returned device. Investigation of this device revealed user-induced mechanical damage consistent with external impact to the pump enclosure and display; no device component malfunction was alleged prior to the damage. It was concluded, based on previously established findings for similar reports, that the cause was user error resulting in mechanical damage unrelated to device performance.